Manufacturer narrative:
Concomitant medical products: 439888 lead; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the implant procedure, the patient developed pain in the shoulder area. A hematoma was confirmed. The hematoma was evacuated. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.